Event description:
It was reported that the customer had a new software release detected alarm and failure of flash memory alarm on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer had to change the battery on the pump and then received two alarms. Customer received another new software release detected alarm after clearing the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the failure of flash memory alarm. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with constant failure of flash memory followed by new software release detected alarm, problem isolated to mother board. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.